Event description:
It was reported that stent fracture occurred. The patient underwent percutaneous transluminal coronary angioplasty. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal to mid right coronary artery. Following pre-dilatation using a 2.50x12mm semi-compliant balloon catheter, a 32 x 3.00 promus premier select drug-eluting stent was advanced for treatment. However, post deployment, a fracture of the proximal struts segment was observed in fluoroscopy. To cover the fracture, a 3.50 x 12 mm promus premier select was deployed and the procedure was completed. There were no patient complications nor injuries reported.

Event description:
It was reported that stent fracture occurred. The patient underwent percutaneous transluminal coronary angioplasty. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal to mid right coronary artery. Following pre-dilatation using a 2.50x12mm semi-compliant balloon catheter, a 32 x 3.00 promus premier select drug-eluting stent was advanced for treatment. However, post deployment, a fracture of the proximal struts segment was observed in fluoroscopy. To cover the fracture, a 3.50 x 12 mm promus premier select was deployed and the procedure was completed. There were no patient complications nor injuries reported.

Manufacturer narrative:
A review of the images provided by the site could not identify the alleged stent fracture, however stent strut displacement was noted in the proximal region of the stent. The apparent strut displacement noted could have appeared to the physician as stent fracture. This deformation was induced by a possible interaction of the deployed stent with ancillary devices used during the procedure such as post-dilation balloon as well as a possible interaction with the lesion anatomical features. The displaced struts visible in the review of the images most likely represent a conformation of the stent (allowed by the 4-connector proximal (first 2 rows) and 2-connector throughout and in the distal section design as per the promus product family design), to the vessel anatomy and provide the required scaffolding without any straightening of the vessel. Additionally, the coplanar view provided could mislead the physician to assume that there is a stent fracture when in fact what we are seeing is two strut connectors on the same plane on view (one behind the other), and this would be consistent with the stent image reviewed where struts are displaced in a v shape and connected in a central point.